Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the malfunction. A batch record review could not be performed since the lot number of the device is unknown at this time. Our IFU appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque and overinflated balloon. We recommend exercising caution when encountering extremely diseased vessels. There was no injury to the patient as the result of this incident. Surgeon used a second over-the-wire embolectomy catheter to complete the procedure.

Event description:
During thrombectomy, when surgeon inflated the balloon of the over-the-wire embolectomy catheter inside the patient's vessel, the balloon ruptured. Another over-the-wire embolectomy catheter was used to complete the procedure. There was no injury to the patient as the result of this incident.